Manufacturer narrative:
In response to FDA report number mw5085127. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation reported as deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation and pain. Patient additionally reported "after explanting, my implants were yellow and some of the textured surface was no longer there. The valves were black. Within a short time, the saline evaporated and my implants went flat. Obviously, the valves were defective and not working properly and allowed air inside." This record will represent the left side. Device has been explanted.